Manufacturer narrative:
H11: four (4) devices were received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed the dialyzer header areas with the dialysate port. Residual polyurethane (pur) was visible inside the ports. There was no visible pur residue on the sealing surface of the ports. Visual inspection of the four (4) actual samples with the naked eye showed the product dry and unused, inside the opened original packaging. Pur residue was confirmed to be present inside the dialysate connectors. No residue was observed on the sealing surface of the connectors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The presence of the pur residue/film does not contribute to fluid leakage during use. The residue is an expected remnant of the manufacturing potting process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that four (4) polyflux 170h dialyzers were observed to be "damaged and leaking" prior to use for therapy. There was no patient involvement. No additional information is available.